Manufacturer narrative:
(B) (4).

Event description:
It was reported that post implant of a stainless steel greenfield vena cava 12f titanium filter, a perforation occurred. In (B) (6) 2010, the patient presented to the emergency room with abdominal pain. Approximately one year earlier, a stainless steel vena cava filter was implanted in an unspecified location. A CT scan and other tests were performed and revealed bleeding in the inferior vena cava (ivc). The patient was taken to surgery and it was noted that the "hook of the implanted filter was passed through the ivc and the hook was pierced into the lumbar artery" and internal bleeding was noted. The filter was successfully removed. The patient was initially in critical condition and currently reported to be 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis revealed the returned filter was embedded in human tissue with a blue suture and surgical staples also embedded in the tissue. One of the filter legs penetrated the wall of the returned tissue. After the tissue was removed from the returned filter, a drilled guide-wire hole can be clearly seen which identifies the device as a stainless steel filter. The returned filter diameter and the filter height was measured and determined not to be within specification. As detailed above, the returned filter was embedded in human tissue on arrival at the investigation site. The removal of the tissue entailed prolonged handling and manipulation of the filter which would have had a detrimental effect on the shape of the filter legs. This is the most likely cause for the dimensional failure of both the filter height and base plate diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient presented to the emergency room in shock. The previously reported filter removal consisted of resecting the inferior vena cava (ivc) and implanting an artificial vessel.